Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Retention samples were not available for inspection because no lot number provided. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. No root cause could be established for the reported defect. The device history records could not be reviewed because lot number was not provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes do not provide enough suction which makes blood drawing very tricky."